Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that a hematoma occurred. The patient underwent a left atrial appendage (laa) closure procedure. A watchman access system was positioned in the laa and a 33 mm watchman laa closure device was implanted. After discharge and 4 days post procedure, left femoral inguinal pain was noted. Seven days post procedure the patient presented to emergency outpatient and a hematoma was seen using echocardiogram. There was no corrective action performed. No further patient complications reported.